Event description:
The reporter stated, "as they tried placing 3 different locking caps on the screw without success the screw was substituted by another one and tried with the same caps and it worked." The surgeon had to remove the rod and all the caps already implanted and replace the screw. Surgery was completed with no harm to the pt and no breakage or fragments into the incision. There was a delay in surgery of a half hour or more.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.